Event description:
On 01-apr-2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-1981-10s single use osteochondral autograft transfer system oats set's donor piece was dull and would not cut the sample. This was discovered during use with no patient harm reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.